Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that six weeks following implantation of a pinnacle anterior/apical pelvic floor repair kit, the patient presented with less than 1 centimeter of mesh extrusion. Additionally, she exhibited bilateral tender prominent vaginal mesh legs. She also presented with de novo stress and urge urinary incontinence, and was treated with oxybutynin. Reportedly, the urge urinary incontinence was resolved but the stress urinary incontinence persisted. A transobturator tension free vaginal tape was placed on an unknown date, but the stress urinary incontinence persisted, and the patient was scheduled for a retropubic tape procedure. Twenty-four weeks post-implantation, an unknown quantity of the pinnacle mesh was excised. All other information, including the patient's current condition, is unknown; the patient was reportedly "lost to follow-up." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.